Manufacturer narrative:
H6: investigation summary a complaint of set leaking when used with radioactive material was received from the customer.a photo where the maxzero can be seen leaking from the top was received from the customer. The customer complaint of leakage was confirmed. A device history record review could not be performed on model mz1000-7 because the lot number is unknown. Due to a physical sample not being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using bd maxzero needleless connector the connection is loose and leakage occurs. There was no report of patient impact. The following information was provided by the initial reporter: this new connector consistently leaks after inject radioactive pharmaceuticals.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero needleless connector the connection is loose and leakage occurs. There was no report of patient impact. The following information was provided by the initial reporter: this new connector consistently leaks after inject radioactive pharmaceuticals.